Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles. The customer's blood glucose level at the time of incident was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the customer was reporting past event. It was reported that the customer was advised to speak with trainer in regards to proper filling techniques. It was reported that the nothing is being returned or replaced at this time.